Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that threshold tests could not be performed and stored egms and diagnostic data could not be viewed using the programmer. Using a different programmer, threshold testing was possible but egms and diagnostic data still could not be viewed.